Event description:
The tip of the balloon broke off and the end piece that is bell shaped remained attached and remained in the cervix. This was not noticed by the surgical team. Patient was seen in the surgeon's office 10 days following surgery and the piece of the device was discovered. The patient had been experiencing pain and malodorous odor. The surgeon admitted her to another hospital, other than where the surgery was performed, for prophylactic antibiotics. The patient is doing well at this time.